Event description:
It was reported to nova biomedical that a consumer received a result of 193 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 61 mg/dl. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity before use as instructed in our directions for use and the test strips was determined to be in range. The difference in the consumer's readings was determined to be clinically significant. An additional control solution test was performed while on the phone with customer support showing the test strips to fall in range. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.